Event description:
The pt reported that when she removed her insulin infusion headset from the right side of her abdomen, "white pus" came out. She said the headset had been in use for 3 days. She stated, she then switched to her lift side and 2 days later, she noticed pus coming out of that site. The pt stated she regularly rotates her site and there is no soreness or irritation when she inserts the headset. She stated she has just finished up with taking an antibiotic. The pt stated that each of the sties are still a little sore and has a bump and redness at the sites. She said she discarded the infusion sets at issue. The pt was requested to return the 8 infusion sets left in the box. On follow-up, the pt stated she is doing fine. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be retuned for eval.